Event description:
Medical affairs was unable to get in contact with the pt; therefore, sent a letter to the pt to obtain clinical information. The pt contacted lifescan alleging that the meter displayed a "not ok" message when a test strip is inserted into the meter. There is no information on whether the pt experienced any symptoms while testing. The pt went to the hosp and was given advice and was given an extra pill. There is no information on what the reading was in the hosp. Customer services had the pt clean the meter and retest and the not ok issue persisted. Customer service had the pt review the proper testing procedure and the issue persisted and the meter also said retest. Customer service was unable to resolve the issue; therefore, sent the pt a replacement meter. The complaint is being reported as a malfunction, since the "not ok" and "retest" issue was not resolved.

Event description:
The patient contacted lifescan alleging that the meter displayed a "not ok" message when a test strip is inserted into the meter. There is no information on whether the patient experienced any symptoms while testing. The patient went to the hospital and was given advice and was given an extra pill. There is no information on what the reading was in the hospital. Customer service had the patient clean the meter and retest and the not ok issue persisted. Customer service had the patient review the proper testing procedure and the issue persisted and the meter also said retest. Customer service was unable to resolve the issue; therefore, sent the patient a replacement meter.